Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a follow up visit, the right ventricular lead was noted to have increased pacing threshold and noise that was able to be reproduced. The lead remains in use. No patient complications have been reported as a result of this event.